Event description:
Upon completion of heart cath, angioseal was deployed to seal artery and advancer tube was engulfed by subcutaneous tissue and could not be extracted in the cath lab. Pt taken to or for exploration of left groin and extraction of foreign body catheter and direct repair of left external iliac artery.